Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, after the device delivered one shock to the patient, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient and delivered another shock to the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The clinical data was not available for evaluation as it was erased from the device before being returned to zoll. The customer declined servicing and recertification of the device and was returned to the customer labeled "not for clinical use". No trend is associated with reports of this type.